Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient woke up with symptoms and the settings were not the same they were showing before. They have always had an issue with programming the left side. The patient would be programmed to hep back pain and it would help initially but when they got home, it would revert. During troubleshooting, therapy was on, ins was at 2.9. Left implant (right side of body) settings are at 4.2. Right implant ( left side of body) settings are at 4.0. They are not being able to decrease settings , only to increase.